Manufacturer narrative:
It was reported that the leaflets of the valve were significantly crumpled upon removal. Information from field indicated that there was difficulty re-sheathing the valve and it could not be fully re-sheathed into the delivery system. No issues with assembly or deployment. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of reported material deformation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
It was reported that the leaflets of the valve were significantly crumpled upon removal. The device was returned to abbott and was examined. All three leaflets had limited mobility when manually manipulated and appeared to be dehydrated which precluded using it to perform functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of reported material deformation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. During device preparation, there were no issues retracting the device into the delivery system or fitting the retention tabs. No increase in drag was noted on the deployment/resheath wheel, and normal force was required to turn the re-sheath wheel while attempting to retract the valve into the delivery system. The valve was loaded a distributor employee, and the re-sheath/deploy wheel reached the end of travel. The gap was completely closed. It's noted during procedure that there was difficulty re-sheathing the valve and it could not be fully re-sheathed into the delivery system. The valve was never re-sheathed more than two times. The micro adjustment wheel was used in the descending aorta. The valve and delivery system were removed as one. After it was noted that the leaflets of the valve were significantly crumpled there were no issues with assembly or deployment noted. The decision was made to replace the 35mm navitor vision valve with another one of the same size to complete the procedure. There were no clinical signs or symptoms during or after the event. The cause of the crumpled leaflets of the 35mm navitor vision valve is unknown. The patient was discharged at the time of report.